Event description:
It was reported that implant container was opened and sterility. Procedure was not completed using another implant or another device. Symptoms as a result of the event: none surgical/medical intervention required for permanent damage: no additional appointment required: no site grafted: no

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) tsvtwb8, (imp,tsv,4.7,8,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant and bundled mount with minor signs of use. The returned implant was identified / measured as item tsvtwb8. Cal3845 due aug 27, 2024. The original implant packaging was not returned, instead the implant was returned inside an autoclave bag / pouch. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1268504. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268504 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿inner sterile package opened¿ the customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, rev. 9 - 10/19. Information identified: "product packaging" per the applicable IFU, all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. Based on the investigation and risk management file review as per rmf rm-00308-pfmea rev.1, the most likely root cause determined from the investigation is mishandling of packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report, d4: catalog number, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h10: added manufacturer narrative.